Event description:
The hospital reported that during a coronary artery bypass procedure, the customer tried to pull out the heartstring ii seal, but it was difficult to remove, because the seal seemed to tangle in the blood vessel. When the customer pulled out the seal strongly, the patient's vascular graft ripped. Hemostasis was performed using clamp and the procedure was completed with no other patient effects reported. The same device was used to complete the surgery. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on 03/08/2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4).